Event description:
Being hospitalized for high blood glucose levels. It was reported that customer was traveling and also dehydrated prior to hospitalization. The troubleshooting conducted indicated the the pump appeared to be operating normally.